Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the device. The testing result cleared the french guideline. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, following microbes were detected from the device. Suction channel : 6 cfu/100ml; auxiliary channel : 3 cfu/100ml; air/water channel : 3 cfu/100ml. The facility did not provide other detailed information such as the number and the type of microbe. The device had been reprocessed with a non- olympus automated endoscope reprocessor soluscope using peracetic acid. There was no report of infection associated with this report.